Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: due to a white residue found inside of the channel. The most probable cause of the complaint was traced to component failure. Expected or random component failure without any design or manufacturing issue. In addition, the following reportable malfunctions were identified during the device evaluation: the device had a white residue inside of the channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope had bio burden found in the scope upon borescope test. There was some kind of blockage the customer was unable to clear. This malfunction occurred during reprocessing. There were no reports of patient involvement.